Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. The clinical diabetes specialist declined troubleshooting and reported the pump has not been used for insulin therapy yet.